Event description:
Light image o-soft (# 252, lot 252.04261301) was mis-labeled with light image s-spot (# 677) product packaging.

Manufacturer narrative:
Root cause: the artwork revision referenced on the device acceptance form was not verified by the medical inspector with the actual product packaging insert being used in assembly of # 252.